Event description:
During initial implant surgery the surgeon reportedly experienced difficulty inserting the electrode. The recipient's implant was placed and sutured, however, the electrode was not inserted into the cochlea. The recipient's electrode was successfully inserted on (B)(6) 2019.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. This is the final report.